Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion was in the rca with no tortuosity, no calcification and had a 100% stenosis. After thrombosis aspiration, the stent delivery system (sds) was dilated at 10 atm. During the second inflation at 14 atm, the balloon ruptured. When examined outside the body, the balloon was found to have a pinhole rupture in the middle of the balloon. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident information. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, interactions with other devices, interactions with stent struts, patient anatomy, lesion calcification, lesion tortuosity, or excessive applied pressure. The patient anatomy was described as not having calcification, thus suggesting that the patient anatomy did not contribute to the rupture. However, without a returned device for analysis, a definite root cause for the rupture cannot be determined. There are no indications of a lot specific product quality issue.